Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels rose to 22 mmol/l (396 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the insertion site (back), the patient reported the pink slide did not move forward as intended, indicating a needle mechanism failure had occurred.